Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, white particles were found in contamination findings. The device's event log was reviewed by the service center and error code found. Correction to this report, after further investigation of this report, it is determined that with this investigation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is white particles and there was a present of error code as well, which is error code #4 in which that code has an error in the cpu. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.